Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during testing, the audio bolus button was unresponsive. The cover was removed and the slug was found to be missing. The battery compartment was cracked. Additionally, the bolus button cover was lifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a bolus button response issue with a missing slug and damage to the battery compartment. This report is made based on results of investigation completed on 12/02/2015.